Event description:
The customer reported that the system displayed an x-ray disabled error. Then the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.